Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in japan, regarding a tavi procedure performed via the transfemoral approach, the first 29mm sapien 3 ultra resilia valve (s3ur) was initially deployed with a nominal volume of -5 ml; however, mild aortic regurgitation was observed on transesophageal echocardiography (tee). Following discussion with the heart team and the echocardiography specialists, post-dilation was performed with an additional +1 ml. After post-dilation, aortic regurgitation increased to a mild-to-moderate degree, and it was determined to be due to a frozen leaflet. A second s3ur valve (29 mm) was subsequently implanted with a nominal volume of -4 ml. As a result, central regurgitation resolved, and only trivial paravalvular leak (pvl) remained; therefore, the tavi procedure was completed.